Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx drug eluting stent to treat a lesion with thrombus located in the proximal lad and large diagonal branch exhibiting 99% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was not inspected. It was reported that the patient presented with st elevation and chest pain. Two wires were crossed easily to small lad and diagonal branch. The resolute onyx was implanted towards the diagonal branch and the lad was treated with poba and kbt (kissing balloon technique). The patient complained of chest pain after leaving the operating room and cag (coronary angiography) was performed again. It revealed in stent thrombus and acute occlusion of the implanted resolute onyx. The iabp (intra aortic balloon pumping) was inserted and pci (percutaneous coronary intervention) was performed again. Two days after the procedure, the iabp was removed and the patient discharged without sequela.